Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported post implant of a gastric band, the surgeon suspected the port to have been flipped when he was unable to insert needle to fill the band. The patient was taken in, and the port had not flipped but it was loose. The connector silicone portion had disconnected from the metal. The port was replaced with no further issues.